Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The cartridge was changed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer.